Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged cosmetic damage to the case on (B)(6) 2021. The test p-cap locks properly in place in the reservoir compartment noted. The pump passed the displacement test. The following were noted during visual inspection: cracked case (corner of belt clip rails), cracked retainer, cracked battery tube threads and cracked reservoir tube lip. In summary, the pump was received with a cracked retainer, cracked case (corner of belt clip rails) and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery compartment. No harm requiring medical intervention was reported. The customer will discontinue the use of device.